Manufacturer narrative:
Correction made to b5: it was reported that the sponges of two (2) minicaps did not have povidone (previously submitted as it was reported that there was no povidone sponge inside two (2) minicaps). Additional information added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the sponge was not bathed in a povidone-iodine solution. The reported condition was verified. The cause of the condition was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no povidone sponge inside two (2) minicaps. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.